Event description:
Unomedical reference number (B)(4). Event occurred in germany it was reported that the patient faced same kind of events of bent cannula with three infusion set. The symptoms were noticed after 3 hours of insertion. The infusions et was used for 5-6 hours. The site of insertion was abdomen which was reported to be rotated regularly. The patient replaced infusion set and resumed insulin successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.